Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was physically damaged and had frozen display. The customer¿s blood glucose level was 83 mg/dl. Customer mentioned that they had cracked on insulin pump case. The insulin pump will not be returned for analysis